Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown initial reporter occupation: (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: no samples, photo, or lot available for investigation so no further actions required at this time.

Event description:
It was reported that 3 syringe 3ml ll 200 s/c experienced plunger rods that bent easily during use. The following information was provided by the initial reporter: material no:309657, batch no: unknown. Caller reported [customer attempted to push the syringe into the cartridge and the needle bent resulting in the plunger bending also. This occurred a total of 3 times with 3 different syringes]. Number of occurrences - [3]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn (B)(4). Product lot # - unavailable , did issue cause any injury? - no. Did customer require medical intervention? - no.